Event description:
Event description guidant received information that one of the conductor wires of the large epicardial patch lead were fractured as seen on x-ray. An invasive procedure was performed to replace the entire system.